Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A (B)(6) reported that during and intraocular lens (iol) implant procedure, the surgeon noted a scratch on the lens after it was implanted into the patients eye. The scratch was noted to be from the edge to the center of the optic. The surgeon enlarged the incision to remove the iol and another lens was implanted during the initial procedure. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The cartridge was evaluated. Viscoelastic is observed in the cartridge. The cartridge has evidence it has been placed into a handpiece. The tip has stress indicating a lens was delivered. No burrs observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned outside of the cartridge. The lens has been cut into two pieces typical of a removal. The lens was cleaned with lphse for further evaluation. A scratch is observed on the anterior optic surface. The scratch travel path is from the lens edge toward the center. This damage is characteristic of damage caused by an instrument used to grasp/load the lens. Cartridge and iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The lens was returned and a scratch was observed. The scratch is on the anterior optic surface and travels from the edge toward the center. The anterior lens surface does not come into contact with the interior of the cartridge during delivery. This damage is characteristic of damage cause by an instrument used to grasp/load the lens. The cartridge evaluation showed no burrs, damage or abnormalities. Top coat dye stain testing was conducted with acceptable results. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Event description:
The account representative indicated that the surgeon thinks that he may be responsible for scratching the lens due to using a cannula to position the lens with a jabbing motion during lens implantation.